Event description:
Pt complained of increasing hardness of breasts and intermittent severe pain. She had bilateral capsular contracture and refused replacement of the implants. Pt had both implants removed with capsulectomies and periareolar repair. Pt had bilateral breast augmentation in 1981.